Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. The device was extensively tested and no discrepancies were observed. The device would not power off by itself. Physio will perform some unrelated repairs. Once proper device operation has been confirmed through functional and performance testing, the device will be returned to the customer.

Event description:
The customer contacted physio-control to report that their device powered off by itself five times. There was patient use associated with the reported event however, no information on patient details or patient outcome was provided.